Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision of a reverse threaded post base plate - patient had a fall some 12-18 months ago and just left it. It had healed but was mal positioned. Surgeon wanted to revise to a different base plate and sphere, upon exposure it was clear it would not be easy- the bone was solid and it was very hard to remove / once after some time it was the decision was made to leave as a large hemi with a pyro carbon head.

Manufacturer narrative:
Correction - please refer h6 device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Revision of a reverse threaded post base plate - patient had a fall some 12-18 months ago and just left it. It had healed but was mal positioned. Surgeon wanted to revise to a different base plate and sphere, upon exposure it was clear it would not be easy- the bone was solid and it was very hard to remove / once after some time it was the decision was made to leave as a large hemi with a pyro carbon head.